Event description:
It was reported that a ventricular sense test result, on fast path was displayed as greater than 12mv. On inspection of the egms and trends, it was noted that the measured r waves varied in amplitude. However, the egms are difficult to interpret and it doesn't look like a typical intrinsic r wave based on the information that could be gained from this remote interrogation. Patient is fine. No further information provided.

Manufacturer narrative:
Please retract this manufacturer report 2938836-2017-20563, it should not have been reported as a medical device report (MDR) as the product has not been approved by FDA and is part of investigation device exemption (ide).